Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unknown. Depuy synthes has been informed that the catalog number and lot number is not available

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unknown. Depuy synthes has been informed that the catalog number and lot number is not available. Related medwatch: 1221934-2017-50084.

Event description:
Shoulder arthroscopy - cuff. Occurrence: the pump and pedal did not work during the procedure. Three hand pieces were tested and none worked. The patient was anesthetized, surgeon waited about an hour to get new materials and continued the procedure. Based on the technical assistant (who were accompanying the procedure.) The problem/defect was on the pedal and equipment. As the pump and pedal were affected, two impacted products as "unknown_mtk" were created. Dr. Xxxxx, (B)(6).